Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-05096. It was reported that the patient had a fall and leads had high impedance on multiple contacts. As a result, surgical intervention occurred during which the leads were explanted and replaced and the issue was resolved. During the same surgery, the ipg was revised as documented on manufacturer reference number 3006705815-2019-05108.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.